Manufacturer narrative:
A trend for the subclass of adverse event safety request for investigation with product type lower back/hip (lbh) products was not identified. This investigation was conducted for an unknown lot number lower back/hip (lbh) hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s3.

Event description:
Burned and took the skin off of her lower back [thermal burn] , burned and took the skin off of her lower back [skin exfoliation]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2019 (reported as last week), the patient reported the heatwrap burned her and it took the skin off of her lower back. The action taken with the suspect product and the outcome of the event was unknown. According to product quality complaint group: a trend for the subclass of adverse event safety request for investigation with product type lower back/hip (lbh) products was not identified. This investigation was conducted for an unknown lot number lower back/hip (lbh) hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s3. Follow-up (01jul2019): follow-up attempts are completed. No further information is expected. Follow up (03sep2019): new information received from product quality complaints groups included: investigation results. Follow-up (06sep2019): new information received from product quality complaints groups included: updated investigation results. Company clinical evaluation comment: based on the information provided, the events "burned and took the skin off of her lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events "burned and took the skin off of her lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Other trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: scope: site notification date: 01may2016 through 31may2019/manufacturing site: (site name)complaint class: external cause investigation /complaint sub class: adverse event safety request for investigation the citi search returned a total of 547 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows an increase in nov2018 through jan2019. This is a seasonality change in combination with a change in safety¿s procedure #, ¿case processing principles product quality complaint guidance¿, updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s#, s#, s# and w# from apr2019. A review of the 3.

Event description:
Event verbatim [preferred term] burned and took the skin off of her lower back [thermal burn] , burned and took the skin off of her lower back [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in apr2019 (reported as last week), the patient reported the heatwrap burned her and it took the skin off of her lower back. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Other trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. The following complaint intake, triage and investigation (citi) search was performed: scope: site notification date: 01may2016 through 31may2019/manufacturing site: (site name)complaint class: external cause investigation /complaint sub class: adverse event safety request for investigation the citi search returned a total of 547 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The subclass shows an increase in nov2018 through jan2019. This is a seasonality change in combination with a change in safety's procedure #, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s#, s#, s# and w# from apr2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in april and may2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-# hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-# and are not valid adverse events. Based on this citi search, there is not a trend identified for the subclass of adverse events safety request for investigation. Refer to the 36 month trend chart attachment for lbh 8hr adverse event safety request investigation may2016 to may2019.there is no further action required. This investigation was conducted for an unknown lot number of lbh 8hr. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Follow-up (01jul2019): follow-up attempts are completed. No further information is expected. Follow up (03sep2019): new information received from product quality complaints groups included: investigation results. Company clinical evaluation comment: based on the information provided, the events "burned and took the skin off of her lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events "burned and took the skin off of her lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burned and took the skin off of her lower back [thermal burn] , burned and took the skin off of her lower back [skin exfoliation] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2019 (reported as last week), the patient reported the heatwrap burned her and it took the skin off of her lower back. The action taken with the suspect product and the outcome of the event was unknown. According to product quality complaint group: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s3. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 09/06/2016 through 09/06/2019/manufacturing site: pfizer albany/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 714 complaints for lower back & hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclass shows an increase in nov2018 thru jan2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in april and may2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 36 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Based on this citi search, there is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. Refer to the 36 month trend chart attachment for lbh adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor sep2016 to sep2019. Follow-up (01jul2019): follow-up attempts are completed. No further information is expected. Follow up (03sep2019): new information received from product quality complaints groups included: investigation results. Follow-up (06sep2019): new information received from product quality complaints groups included: updated investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (06sep2019): new information received from product quality complaints included: investigation results. Company clinical evaluation comment: based on the information provided, the events "burned and took the skin off of her lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events "burned and took the skin off of her lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm: s3. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date contacted: 09/06/2016 through 09/06/2019/manufacturing site: pfizer albany/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 714 complaints for lower back & hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclass shows an increase in nov2018 thru jan2019. This is a seasonality change in combination with a change in safety¿s procedure wsr cp001 wi 110, ¿case processing principles product quality complaint guidance¿, updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and.

Event description:
Event verbatim [preferred term] burned and took the skin off of her lower back [thermal burn], burned and took the skin off of her lower back [skin exfoliation]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2019 (reported as last week), the patient reported the heatwrap burned her and it took the skin off of her lower back. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events "burned and took the skin off of her lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events "burned and took the skin off of her lower back" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.